Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy on two separate occasions. It was noted primary vector was the only suitable vector. The physician decided to explant the device and implant a new transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. The explanted s-ICD was discarded at the facility and therefore is not expected to be returned for analysis.

Manufacturer narrative:
This product was discarded at the facility post explant; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy on two separate occasions. It was noted primary vector was the only suitable vector. The physician decided to explant the device and implant a new transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. The explanted s-ICD was discarded at the facility and therefore is not expected to be returned for analysis.